Manufacturer narrative:
Patient information is unknown. Date of event is unknown. 510k: this report is for one (1) unknown tfna nail /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. It was implanted 3 months prior. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of a short tfna construct on account of a broken tfna short nail on (B)(6) 2018. The patient was initially implanted with one (1) tfna short nail, one (1) tfna helical blade and one (1) tfna distal locking screw on an unknown date about two (2) months prior to the revision. Subsequently, during a follow-up the surgeon realized by looking at an x-ray that the nail was broken and hence decided to revise the patient with a longer nail. The revision procedure was reported to have been completed successfully and without any complications. The patient is reported to be in stable condition. Concomitant devices reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity# unknown); unknown tfna distal locking screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) unknown tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality conducted a review of the provided photograph. It was reported that a tfna short nail broke approximately two months after implantation. The device failure was noted in a postoperatively x-ray. The nail was not available for return however a provided picture shows the nail broken at the proximal locking hole; the complaint is confirmed. The complaint condition was unable to be replicated as the device was not returned and due to post-manufacturing damage. No drawing, dimensional, material or hardness reviews were able to be completed as the device was not available for return. The system risk document was found to adequately address the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted a review of the provided photograph. It was reported that a tfna short nail broke approximately two months after implantation. The device failure was noted in a postoperatively x-ray. The nail was not available for return however a provided picture shows the nail broken at the proximal locking hole; the complaint is confirmed. The complaint condition was unable to be replicated as the device was not returned and due to post-manufacturing damage. No drawing, dimensional, material or hardness reviews were able to be completed as the device was not available for return. The system risk document was found to adequately address the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.